Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call low blood glucose. Customer's blood glucose level went as low as 26 mg/dl and as high as 288 mg/dl. Customer treated their low blood glucose with food. Customer was assisted with changing their basal rates and sensitivity in their bolus wizard settings. Customer's healthcare provider advised the patient to change their insulin pump settings. Customer filled the tubing, filled the reservoir and was advised on how to properly complete the prime process.